Manufacturer narrative:
A sample for each patient was provided for investigation. The investigation determined the results generated at the customer site were confirmed. An interfering factor against a component of the reagent was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys tsh assay results for two patients from the cobas 8000 e 801 module, serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the samples. The patients' samples were submitted for investigation and were tested on a centaur analyzer, cobas e 411 immunoassay analyzer, e 801 module, and a cobas 8000 e 602 module. Refer to the attachment to the medwatch for all patient data. This medwatch is for tsh. Refer to the medwatch with patient identifier (B)(4) for the ft3 assay, and patient identifier (B)(4) for the ft4 assay.